Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified and procedure details were unknown. Philips received a complaint about a failed mask run for bolus chase, which a remote review linked to low disk space. Attempts to contact the customer for event details were made, but no response was received despite multiple follow-ups by the rse and fse. Fse visited the site under another case and confirmed that the customer did not experience any disk space related issues. No failure was identified. The system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system gave an alert indicating disk space was low, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.